Event description:
A hospital reported a user of a guardian commode fell and hit his head after the left back leg bent inward.

Manufacturer narrative:
After reviewing the device, there are no external signs that would have caused the device to fail. It appears the commode was used correctly. From the direction of the bent leg, it appears the user had leaned back and to his left resulting in more pressure / weight being applied to the one leg. The leg bent from the increased load.